Event description:
It was reported that the patient presented to the emergency room with syncope. Oversensing was noted on device interrogation. Approximately one week later, the pocket was opened to assess the issue. The lead was explanted and replaced; however, oversensing was seen again shortly after. The lead appeared fully inserted into the connector block. The device was also explanted and replaced. No additional oversensing was noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and no anomalies were found. (B)(4) the full lead was returned and analysis revealed that the helix disengaged from helical channel. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. Analysis of the lead is in process; the results will be forwarded when available.